Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the iuis had corrosion on pins; iuis replaced. Software version as found (B)(4); as left (B)(4) rear case cracked on top corners; rear case replaced. A review of the device history record for (B)(4) was performed from date of manufacture 02/26/2013 to the present date 12/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement reported.